Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported: "at 1126, this rn rounded on the patient and noted leaking from the tubing at the texium cap site. No chemo was seen leaking on the floor or on the patient. Infusion was paused and absorbent pad was placed. 54 ml remained in the bag according to the alaris settings for chemo. Contacted pharmacy and received instructions to disconnect chemo tubing but keep primary line in place and hooked up to the patient. Received new orders from the primary team to create a new bag with the remaining volume of the arsenic. New bag was hung at 1244 by rns. Patient tolerated the remaining infusion with no issues."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.